Event description:
Philips received a complaint by the customer on the v60 indicating that the touchscreen was not responding. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the touchscreen was not responding. The reported issue could not be confirmed during inspection. The touchscreen was replaced as preventative maintenance. The reported issue could not be confirmed during inspection. The touchscreen was replaced as preventative maintenance. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
H10: (B)(6).